Event description:
It was reported that the patient¿s pump was replaced in 2011 because, the pump was ¿not sitting right¿ in the pocket and it ¿eviscerated from the inside out¿. The patient stated, the pump wore a hole through her skin and was poking out through the scar, thus they had to replace it. The patient stated there was not an issue with the pump, but with the pocket. The drug in the pump at the time of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8575 lot# j0203536r, implanted: 2002 (B)(6); product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2011 (B)(6); product type catheter. (B)(4).